Manufacturer narrative:
The investigation has been performed by the laboratory on 2019-07-11. During visual inspection no clots were found. A tightness test according to lv 201 was performed and a slight leakage on the de-airing membrane was detected. The oxygen exchange in the blood cannot be reproduced in the laboratory. Thus the failure could not be confirmed. The most probable root cause could not be determined. Based on the information available at this time the cause of this failure was determined to not be attributed to a device related malfunction. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopumonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Internal reference: tw 205598 / (B)(4).

Manufacturer narrative:
The product was requested for return to the manufacturer for laboratory investigation but was not received yet. The investigation is still pending. A supplemental medwatch will be submitted after new information has been received. (B)(4). A follow-up medwatch will be submitted when additional information becomes available. (B)(4). Reference exemption # e2018002.

Event description:
It was reported that: "the hls set was having poor oxygen exchange. The patient had been on for 8 or 9 days and the delta p had risen slowly from 32 to 64 with a ptt in the 50's. Today, the pao2 was in the 70s and the svo2 was 52% at 100 fio2. They called in perfusion and they changed out the hls set." (B)(4).